Manufacturer narrative:
(B)(6).

Event description:
The reporter stated the pump was "beeping". No adverse effects to patient reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The customer's reported problem was confirmed in that the pump keypad did not react after power up. The pump keypad was found to be faulty. Service replace the faulty keypad. The root cause of the reported problem is unknown.